Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high." Specific blood glucose values were unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the customer will continue to use current pump and will rely on an alternate method of insulin therapy if necessary.